Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative inspected the imaging system onsite and confirmed constant beeping from the image acquisition system (ias). The system would go into stand alone mode and or not allow an x-ray. The system logs indicated an error. The starter bd upgrade kit and power supply were replaced and the issue resolved. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, prior to the spinal fusion procedure the imaging system was beeping and there was no fluoro. The representative rebooted the system and the beeping stopped. The imaging system was brought into the operating room (or) and an attempt was made to take a fluoro 2d image, but the system would not take the image and the beeping reoccurred. The representative rebooted the system a second time and was able to capture fluoro images and a 3d spin for the surgery. There was no error messages on the image acquisition system (ias) or mobile view station (mvs). There was a reported delay of approximately 5 minutes as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
The generator starter was returned to the manufacturer for analysis. The starter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. Analysis found that it was an unstable power supply. Analysis found that the reported event was related to an electrical issue.